Event description:
A nurse reported that after the system was set up for cataract surgery the phaco power was not increasing and the system locked up. The staff exchanged the handpiece but the issue was not resolved. The system was restarted and a system message was displayed. After a second restart the system's screen was locked and did not respond to commands. The system was exchanged and the procedure was completed with no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
Evaluation summary: a company service representative examined the system and was unable to replicate the reported events. The company service representative checked the event log and found system message. The company service representative was unable to replicate that system message. In response, the area under the footswitch treadle was cleaned. The company service representative also noticed excessive twisting of the footswitch cable, at the footswitch end of the cable. The company service representative replaced the footswitch cable. The system was then tested and met all product specifications. The product met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested and received. (B)(4).